Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft (ctag) using chimney technique for the aortic arch aneurysm. On an unknown date, the new aortic dissection distal to the device was observed. In addition, ulcer¿like projection (ulp) was also observed in the descending aorta where was treated area of the ctag. Reportedly, it was unknown whether the ulp was a pre-existing one or not (1300-e:-dissection events - other/unknown). On (B)(6) 2022, the patient underwent reintervention. The gore® tag® conformable thoracic stent graft with active control system ((B)(4)) was deployed just above the celiac artery. However, the distal end of the ctag ac gradually migrated toward the proximal direction (about 2 cm). An additional non-gore stent graft was deployed to extend the device distally. No adverse event due to migration was reported. The patient tolerated the procedure. Regarding migration, the physician stated that it was difficult to align the distal part due to the tortuosity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.